Event description:
The customer reported that the patient's stent was found to be dislodged during the postoperative examination. Additional information was provided by the surgeon, who reported that the patient was moving a lot during surgery which made it difficult to properly implant the stent. Currently the patient has no adverse symptoms and is seeing well with no visual acuity issues. The surgeon is planning to attempt to reposition the stent.

Manufacturer narrative:
Additional information has been requested, however, at this time no device identifier has been provided and the device remains implanted in the patient. According to the surgeon, the stent was difficult to position because the patient was moving a lot during surgery. It is unclear whether the stent became dislodged postoperatively or whether the device was malpositioned operatively. If additional information is received, a supplemental report will be submitted. (B)(4).